Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The tech found the head section gas spring was leaking fluid. The tech replaced the gas spring to repair the stretcher.